Manufacturer narrative:
On 5/7/19, reviewed the complaint details with renal director of sales and education due to another complaint received for the same issue. It was determined that we should revise the complaint to an MDR reportable event because if the event were to recur with a patient' that had a dialysis catheter, a medical intervention would be required. We revised the complaint form and resent the updated form to the manufacturer on may 7, 2019.

Event description:
The tip of the 10cc syringe broke off into/inside the patient's fistula needle, prior to flushing or aspirating. Staff removed the avf needle with the broken tip of the syringe, and placed/cannulated a new fistula needle into the patient's access to continue treatment.